Manufacturer narrative:
It was reported that one port will not flush. Received from the customer is one used extension set model 20019e lot 20045842. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through each port of the set via flush. Fluid flowed throughout each port with no occlusions anywhere throughout the set. No further testing was performed as the customer¿s report was not confirmed. A device history record for model 20019e with lot number 20045842 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 16apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that one port will not flush was not confirmed. The root cause of the customer¿s report could not be identified because fluid was able to be flushed from both ports and no occlusions were found throughout the set.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was blocked. The following information was provided by the initial reporter: material no: 20019e batch(lot) no: 20045842 it was reported that port will not flush. 1. It was stated there have been multiple instances with this defect, please provide the date and time of the events (if possible)? (B)(6). Employees have stated that there have been issues over the past month, but I do not have specific dates or equipment. 2. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? The defect was noticed during priming, prior to connecting to a patient. 3. If patient involvement; was there any adverse events due to the defect? Please explain: 4. Was there a delay of, or change in, the course of treatment due to the event? Please explain: a second adapter had to be obtained, but it was noted during set up for an IV start. Delayed obtaining IV access, but non emergent situation. 5. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Rn verbalized removing syringe and attempting to replace but it still would not flush.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was blocked. The following information was provided by the initial reporter: material no: 20019e, batch(lot) no: 20045842. It was reported that port will not flush. It was stated there have been multiple instances with this defect, please provide the date and time of the events (if possible)? 8/25 and 8/26. Employees have stated that there have been issues over the past month, but I do not have specific dates or equipment. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? The defect was noticed during priming, prior to connecting to a patient. If patient involvement; was there any adverse events due to the defect? Please explain: was there a delay of, or change in, the course of treatment due to the event? Please explain: a second adapter had to be obtained, but it was noted during set up for an IV start. Delayed obtaining IV access, but non emergent situation. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Rn verbalized removing syringe and attempting to replace but it still would not flush.